Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product identity was not confirmed as a result of the part not being returned. No product was returned and no functional tests or inspections could be performed. The device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use provides instructions for proper operation of this product in the section titled directions for use of a single sternalock® 360 device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The plate remains implanted in the patient, however the customer has indicated that the band is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while pulling up on the sternalock 360 band in step one, the locking mechanism sheared off the band. The surgeon screwed down the plate without the band. The event resulted in a five minute delay. No known adverse event was reported. No additional patient consequences were reported.